Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the suction channel inside the universal cord of the gastrointestinal videoscope had foreign material. A root cause could not be identified. There was no report on the subject device being used in procedure after the suggested event was reviewed. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation, the suction channel inside the universal cord of the gastrointestinal videoscope had foreign material. There were no reports of patient involvement.